Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular lead had been replaced as the patient had shown sub-optimal response to cardiac resynchronization therapy and the lead could not be successfully repositioned. The lead was replaced. No patient complications were reported as a result of this event.